Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was diagnosed with an infection at ipg site. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted to address the issue. Reportedly, the infection is being treated with oral and IV antibiotics.